Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at abutment site, subsequently the patient was treated with antibiotics and steroids both orally and topically (date and duration not reported). Revision surgery to place a longer abutment is planned but has not taken place as of the date of this report (B)(6) 2017.

Manufacturer narrative:
Per the clinic, abutment change took place under a general anaesthetic on (B)(6) 2017.this report is submitted on (B)(6) 2017.